Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during a power outage at the hospital, the backup generator was activated. In the nicu, safety checks were promptly conducted on patients requiring ventilator support. In one room, a patient's ventilator screen went blank, therefore, the patient was manually bagged until the device resumed operation. It was unclear if the ventilator stopped providing actual pressure to the patient or if it was just the screen that had gone blank. The patient was subsequently transferred to a different ventilator. No harm was reported, and manual ventilation was given, just in case the vent was not working¿.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: investigation outcome. Hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles according to the logfile analysis, loss of main power was recorded. Line 185: 2025-02-03 15:44:29 loss of mains power supply 3087. Line 258: 2025-02-03 15:40:35 loss of mains power supply 3087. Line 280: 2025-02-03 08:50:04 loss of mains power supply 3087. Line 341: 2025-02-03 08:39:03 loss of mains power supply 3087. Line 2162: 2025-02-01 15:44:04 loss of mains power supply 3087. A technical inspection of the device was performed, during which the connection between the vu and ip cables was verified. Electrical safety tests were completed with no deviations. The device was operated in ventilation mode, and removal of ac power did not produce any abnormal behavior. The preventive maintenance (pm) kit was installed, followed by service software testing and full operational testing. All tests were successfully completed. The unit was approved for return to service on 14 march 2025.